Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The blue portion of the transfer set was loose and rotating. This was identified during a transfer set change. The transfer set was not used and was replaced. There was no patient involvement. No additional information is available.